Event description:
It was reported that following a monarc sling implantation, the patient experienced recurring incontinence. The "mid-urethral portion" of the monarc was excised and a sparc sling was implanted. The patient outcome is reported as "to be determined." No additional patient complications have been reported in relation to this event.